Event description:
It was reported that stent was partially deployed and was difficult to reconstrain. The target lesion was located in the moderate to severely tortuous and moderately calcified carotid artery. A 10x37,5.9f,135cm carotid wallstent was selected for use. Access was gained via the femoral artery and the stent was positioned in the lesion. When the stent was deployed around 50%, it was noted that the t-connector and heart shape hub were touching. The stent was not able to be fully deployed due to this issue. It was noted that when the physician was pinning and pulling, it seemed like tension was lost in the hub area and a pop was heard. The stent was re-sheathed, except for a small part at the tip, and then removed from the patient. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that stent was partially deployed and was difficult to reconstrain. The target lesion was located in the moderate to severely tortuous and moderately calcified carotid artery. A 10x37,5.9f,135cm carotid wallstent was selected for use. Access was gained via the femoral artery and the stent was positioned in the lesion. When the stent was deployed around 50%, it was noted that the t-connector and heart shape hub were touching. The stent was not able to be fully deployed due to this issue. It was noted that when the physician was pinning and pulling, it seemed like tension was lost in the hub area and a pop was heard. The stent was re-sheathed, except for a small part at the tip, and then removed from the patient. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile inspection identified a complete outer sheath break located at approximately 1mm distal of the main t-body. Outer sheath damage was also noted approximately 185mm proximal from the distal tip. The device was returned with the stent partially deployed. The investigator was unable to deploy/reconstrain the stent. Due to the outer sheath break.